Event description:
New information received notes that the lead impedance issue was suspected to be due to insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for device interrogation, the right ventricular lead exhibited low, out of range, high voltage lead impedance. The low lead impedance was reproducible. Lead revision was suggested. No intervention has been performed. The patient was asymptomatic.